Event description:
It was reported that high capture threshold and low sensing were noted. The lead was repositioned and the electrical measurements varied. After reconnecting the device, high capture was noted again.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.